Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump had an open circle on the screen. Customer was explained that the open circle was the pattern that he had set up. Customer's blood glucose reading was noted to be 47 mg/dl. Customer stated that they treated with a liter of coke. Customer mentioned that he took too much insulin by misjudging what he was going to eat. Customer stated that this occurred at night before bed. Customer woke up in the morning with blood glucose readings of 400 mg/dl and treated with fifteen units of insulin via the insulin pump. Customer declined troubleshooting the pump and was advised to monitor the insulin pump.